Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 3 years of support, the pt was experienced intermittent beeping with no visual alarms while bending. A review of the pt's historical data on the system monitor showed that the system controller had recorded a few pump stoppages, "pump disconnected" and "low voltage" alarms. The MFR's technical services team member evaluated the pt's percutaneous lead and although the alarms could not be reproduced with manipulation of the driveline, the alarms repeatedly occurred with pt bending and twisting to different positions. The pt's log file reviewed by the MFR indicated that the historical data recorded was consistent with a compromised percutaneous lead and as a result, the hosp made a decision to exchange the pt's lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged and the pt continues lvad support without any further issue reported. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.